Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a nurse was stuck by the needle of an smiths medical cadd cleo 90 infusion set in the left index finger. No further adverse patient effects were reported.